Event description:
Unable to squeeze enough product out of applicator. Used 3 and found out later it didn't work to hold small wound closed. This has happened twice before and emergency dept staff are very reluctant to use it any more. Ineffective and pt care problem.